Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received seven appropriate treatments. The device was started up at 17:50:58 on (B)(6) 2024. At 08:59:29 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm degrading to vf. At 09:00:04, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm. At 09:04:16, an arrhythmia was detected. ECG shows vf. At 09:04:16, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 80 bpm. At 09:06:40, an arrhythmia was detected. ECG shows vf. At 09:07:10, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 230 bpm degrading to vf. At 09:07:32, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm degrading to vf. At 09:08:05, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was nsvt. At 09:08:36, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 09:09:03, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. The electrode belt was disconnected at 09:09:55 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.